Event description:
It was reported that the tip of the instrument broke during use. Although, the instrument was used intraoperatively, no pt complications were reported.

Manufacturer narrative:
(B) (4): the upper and lower jaw is broken off from the center of the pivot pin forward; the pin and broken off portion of the lower shaft are missing and were not returned for analysis. Optical exam discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.